Event description:
Information received from the (B)(6) study. Treatment of an avm (arteriovenous malformation) measuring 2.9cm located at the superficial part of the left cerebrum, s/m grade: 1, eloquent area, non-hemorrhagic lesion. It was reported that the patient underwent onyx embolization treatment two times. The first time was on (B)(6) 2010, involving one onyx 18 and one onyx 34 in which a total of 0.775ml was used. The second procedure was on (B)(6) 2010, involving two onyx 18 and a total of 2.2ml was used. The avm was completed excised on (B)(6) 2010 and 6-month / 12-month follow-ups showed post-treatment and edema improving in the location of the excised avm. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model# 105-7100-060, lot: 7853585 - dom: 10/07/2009 - exp: 08/31/2012 (qty 2). Model# 105-7100-080, lot: 7611060 - dom: 07/09/2009- exp: 04/30/2012. (B)(4).